Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 4968-60 lead, implanted: (B)(6) 2015; ddbb1d1 ICD, implanted: (B)(6) 2015; 511211 competitor lead, implanted: (B)(6) 2009; 4968-35 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient, who had a triadin mutation, received several inappropriate shocks and therefore was undergoing further therapy including denervation, as well as upgrade to a dual chamber implantable cardioverter defibrillator (ICD) system. After the dual chamber ICD was implanted, the ventricular lead was tested and sensing was very poor, there was a significant amount of dropout and delayed detection of the device. Despite changing the settings, the physician was unable to find a setting parameter that would result in appropriate detection and defibrillation. For this reason, the physician elected to place another ventricular lead. All of this was done epicardially, and a new incision had been made in the right thoracotomy in order to place the atrial lead. The physician was able to secure a place for the second ventricular lead, although sensing and threshold was very poor. Due to the age and gender of the patient, the physician was somewhat concerned about placing another incision for cosmetic reasons and elected not to make a third incision on the chest in order to place another ventricular lead. For this reason, the physician used the old ventricular lead which had a good pacing threshold but poor sensing, as the pacing lead and the second lead which had good sensing but poor pacing threshold, as the detection lead in a biventricular ICD device. For this reason, the initial ICD that was attempted was not used and a biventricular ICD was successfully implanted. No further patient complications have been reported as a result of this event.